Manufacturer narrative:
The device was returned for analysis following explant due to unknown cause. Final analysis returned normal. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's aveir leadless pacemaker (lp) was explanted and replaced due to an unspecified reason. No further information was received.